Event description:
The pt's (B)(6) scs system included an ipg, lead and lead extension. It was reported that the pt's lead was replaced on (B)(6) 2011 due to stimulation issues which reportedly began in (B)(6) 2011. The pt denies experiencing any traumatic events which may have contributed to this matter. The explanted lead was not returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.